Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was experiencing sudden freezing in their legs. The patient's caretaker attempted to help the patient use the patient programmer (pp) because the patient would like to make programing adjustments. The caller synced with the pp and stimulation was on. It was noted that the health care professional (hcp) had not provided the patient the ability to change amplitude or groups. The pp showed simple mode, and it was reviewed with caller that the patient did not have access to make any changes to settings. Patient was redirected to follow up with the hcp to address freezing in the legs. No further patient complications were reported/ anticipated as a result of this event.